Manufacturer narrative:
Reported event: an event regarding revision involving a adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event indicates the stryker hip implant components listed was used in combination with the ¿embody¿ cementless acetabular cup. A review of the IFU listed in the packaging insert indicated "do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
As described by patient: "I am writing to enquire if you could please kindly confirm whether an agreement was in place for the use of the stryker hip implant components outlined below to be used in combination with the ¿embody¿ cementless acetabular cup within the period of (B)(6) 2017 and (B)(6) 2018. " update: I am awaiting my 2nd revision surgery on the same hip (as have had problems from the outset which have substantially worsened in the past year), and do not have a fixed date yet, though it will be 'soon.